Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with anterior and posterior repair due to stress urinary incontinence, cystocele, rectocele, and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that post insertion the patient experienced pain, infection, dyspareunia, vaginal scarring, urinary problems and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Urinary frequency. It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
Additional patient codes: (B)(4) - hematuria, (B)(4)- incontinence additional narrative: it was reported that following insertion the patient experienced hematuria and stress incontinence.